Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4042 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector of the extension tubing was unable to be engaged firmly. No other information was provided.

Event description:
It was reported that the connector of the extension tubing was unable to be engaged firmly.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed; however, the cause is unknown. One 4 fr two-piece groshong nxt connector and a small segment of a silicone catheter were returned for evaluation. An initial visual observation showed no blood residue on the returned samples. The connector pieces were returned assembled. An attempt was made to disconnect the assembled connector and the connector was able to be pulled apart by hand. When the connector pieces were reassembled, an audible click was heard. A microscopic observation revealed some damage on the distal connector piece and on the locking arms of the proximal connector piece. The distal connector piece was dissected, and the internal compression sleeve was found to be bunched up with severe damaged on its inner walls. The damage observed on and within the connector pieces made it difficult to determine the cause of the difficulty in assembling the returned two-piece connector. Possible contributing factors include angle of insertion during assemble of connector pieces, manipulation of connector pieces prior to assembly, insertion of an object other than the proximal connector piece into the distal connector piece, and damage from metallic instruments.